Event description:
It was reported the zcb00 intraocular lens (iol) had a broken haptic. Account also mentioned possible loading error. Through follow-up, additional information was received clarifying possible loading error stating we think it was a bent lens inserter. The cartridge had patient contact. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. The same procedure was completed using back-up lens with the same model and diopter size. Patient outcome post-procedure was reported as: good. Iol is not available for return as it was discarded. Additional information was acquired through follow-up confirming the lens inserter was bent and the instrument was repaired. No further information is available.

Manufacturer narrative:
Date implanted: not applicable, as the handpiece is not an implantable device. Date explanted: not applicable, as the handpiece is not an implantable device. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. Device lot number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.